Manufacturer narrative:
The device was received for evaluation on 11/28/24. As received the incoming tube was observed to be separated from the cassette. The bonding areas were observed under uv light. Spotty solvent application was observed on the tube. The tube and bond pocket of the set was found to meet specifications. The complaint of tube separation can be confirmed. The probable cause is due to insufficient solvent application during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter full phone information: (B)(6).

Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. A tube separation with the device was reported. There was no patient harm in the event.